Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges the unit went forward on it's own and when her mom put her hand on the armrest it broke allegedly causing the consumer to fall out.

Event description:
Consumer's daughter alleges the unit went forward on it's own and when her mom put her hand on the armrest it broke allegedly causing the consumer to fall out.

Manufacturer narrative:
The provider is replacing the device for the customer. The old device will not be returned for evaluation.